Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5.2 has broken rails. A field service engineer logged into the hardware test application, removed cubies from drawers 5.1-5.2, powered off pyxis, removed/replaced drawer, restarted pyxis, logged into the hardware test application, drawer not detected, found pyxibus module controller board not functioning, powered off pyxis, replaced module controller board, restarted pyxis, logged into the hardware test application, drawers now detected, placed cubies into drawers, restarted pyxis, configured drawer to station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 5.2 had broken rails and fallen out. The customer reported there was an issue occurred when nurse trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 5.2 had broken rails and fallen out. The customer reported there was an issue occurred when nurse trying to issue medication to patient. There were no adverse events or injuries reported based on this event.